Event description:
Pt was revised to address loosening of the humeral stem (left side).

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found 15 pieces were released for distribution on dec 11, 2006. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the pt was converted to a reverse shoulder. Provided info marked on the device experience report is marked that the products is not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event. Based on the investigations, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.